Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 failed and required maintenance. A field service engineer found full height drawer was not opening with a maintenance error; identified printed circuit board (pcb) shorting on power-up, replaced the controller pcb, interface pcb, and retractable band, then confirmed resolution with customer inventory of medications to ensure proper functioning. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ e,s main drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.